Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please explain more how the blade did not return after pulse firing? After releasing the trigger, it was not released. Did the knife advance completely to the distal tips of the jaws, but not return automatically? Yes. Were the staples that deployed into the tissue formed in the proper closed b-formation? No further information is available.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was higher than expected from the first firing. All may have been completed with pulse firing. The surgeon commented that the knife did not return automatically after pulse firing. The same device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dm1u. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.